Manufacturer narrative:
Ould-slimane m, et al. The role of intraoperative 3d navigation for pelvic bone tumor resection. Orthop traumatol surg res (2016), http://dx.doi.org/10.1016/j.otsr.2016.03.019. The user has not requested service on the system for this issue. No parts were replaced or returned. As described it appears this was a positioning issue, most likely to equipment setup, which can be changed as needed.

Event description:
In the attached article, the role of intraoperative 3d navigation for pelvic bone tumor resection by ould-slimane et al., it states that "navigation was interrupted because of faulty probe fixation." No patient harm was reported.